Manufacturer narrative:
As received, a complete lead was returned in one piece. Visual examination revealed abraded inner insulation at the distal region of the lead which caused the reported event of noise.

Event description:
The lead was explanted and replaced.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, noise was observed on the right ventricular lead. Further information was requested and not yet received. The patient was in stable condition.